Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported on (B)(6) 2018 that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with erosion centrally in left eye. The patient's comments were of left eye was not as clear as the right eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -6.25 x -.50 x 90, left eye pre-op 20/20 -7.50 x .00 x 90. Visual acuity from (B)(6) 2017: left eye post-op 20/30. Issue resolved post visit (B)(6) 2017. Bcva from (B)(6) 2017: right eye post-op 20/20 .75 x -.25 x 110, left eye post-op 20/20 .75 x -.50 x 32.